Event description:
It was reported that the physician was implanting a viatorr tips endoprosthesis. When the physician attempted to unsheathe the device to deploy the bare metal portion, the chain link was exposed but the device did not completely unsheathe. The physician pulled the deployment cord and was met with resistance. The device was withdrawn without complications and a second viatorr was implanted with no adverse effects. The pt was doing well following the procedure.

Manufacturer narrative:
A review of the manufacturing records will be conducted. The device will be evaluated when it is received from the user facility.